Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been in diabetic ketoacidosis (dka). The contact did not have additional information at the time of the report. Although requested, additional information was not provided.